Manufacturer narrative:
The essenz venous clamp (vc) was returned to manufacturer: the vc hva board and the photo sensor were replaced and, after performing all the functional tests with positive results, the unit was released back into regular service. The involved clamp was manufactured in 2024 and complaints database review revealed that a similar event has been reported to livanova, before device repair to manufacturer. No adverse trend was detected concerning this failure mode. Based on the investigation findings, the root cause of reported event is faulty hva board and photo sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the venous clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that, during a procedure, the venous clamp after approximately 10 seconds of calibration, gives error vc defective (e2551). The error message will remain until the end of the procedure, when the system has been turned off. There is no report of any patient injury.